Event description:
A talent iliac device was selected for endovascular treatment of an abdominal aortic aneurysm. It was reported that there was damage noted on the delivery system while it was being removed from the packaging. The physician decided not to use the device and the case was completed with another device. No complication was reported and the pt is fine.

Manufacturer narrative:
Evaluation summary: the device was returned and its evaluation has been completed. There was a tear on the carton flap at label end, otherwise, no damage to exterior of carton. The device was contained within sterile pouches on tray with straps. Outer sterile pouch was open. Inner pouch was intact. The device appeared to have had displaced from its strapped position and moved distally against seal. The distal end of graft was severely kinked between graft rings 1-2 and 3-4. The 2 proximal straps were not engaged. One of 2 middle straps around handles was broken and detached. Detached straps were loose within pouch. Distal set of straps were engaged. One of the holding straps on the tray was broken and detached causing the device to displace and to kink as a result. The damage observed most likely occurred during shipping. (B)(4).